Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01676. It was reported the patient is not receiving effective stimulation. Patient also reported feeling painful sensation at the lead site while exercising approximately in (B)(6) 2020. Diagnostic testing revealed high lead impedance values on one lead. Surgical intervention may be pending to address the issue. It is unknown which lead has high impedance, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein one of the leads with high impedance was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.